Manufacturer narrative:
Device evaluation: the actual cycler was returned for evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The system air leak test passed. The valve actuation test passed. The load cell verification was within tolerance. An internal inspection of the cycler dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. The mushroom head check passed. The device tested positive for glucose. The device history record did not reveal any issues or problems related to the reported symptom code(s).

Event description:
A peritoneal dialysis patient reported feeling full and receiving a scale reading error on the cycler. The treatment records were reviewed by technical support. The patient experienced increased intraperitoneal volume of 200%. Upon follow up with the patient's nurse, it was reported that the patient did a manual exchange per nurse's instructions and the patient felt relieved. The patient has had the cycler replaced and has experienced no further issues.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported feeling full and receiving a scale reading error on the cycler. The treatment records were reviewed by technical support. The patient experienced increased intraperitoneal volume. Upon follow up with the patient's nurse, it was reported that the patient did a manual exchange per nurse's instructions and the patient felt relieved. The patient has had the cycler replaced and has experienced no further issues. The patient has been on peritoneal dialysis since (B)(6) 2017.